Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right breast implant rupture. And "visible dense fluid". Confirmed by MRI. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "visible dense fluid"

Event description:
Healthcare professional reported right breast implant rupture and "visible dense fluid" confirmed by MRI. Device was explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported right breast implant rupture and "visible dense fluid" confirmed by MRI. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15jan2024.

Event description:
Healthcare professional reported right breast implant rupture and "visible dense fluid" confirmed by MRI. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device with 2 assessed, 1 unidentified (tear) opening (shell thickness within specification) and 1 surgical damage. ¿ seroma: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported right breast implant rupture and "visible dense fluid" confirmed by MRI. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Implant date: partial implant date of "2013" was provided but it is before the manufacturing date of the device. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.